Event description:
It was reported that the patient with this device reported receiving a shock. Upon interrogation, the device recorded a code 'lc' which is indicative of a long charge time. Additionally, the device exhibited t wave oversensing, and the patient had received two inappropriate shocks. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. The battery was depleted past elective replacement indicator (eri) and end of life (eol), and device replacement was recommended. The device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this device reported receiving a shock. Upon interrogation, the device recorded a code "lc" which is indicative of a long charge time. Additionally, the device exhibited t wave oversensing, and the patient had received two inappropriate shocks. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. The battery was depleted past elective replacement indicator (eri) and end of life (eol), and device replacement was recommended. The device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was later explanted and replaced. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this device reported receiving a shock. Upon interrogation, the device recorded a code 'lc' which is indicative of a long charge time. Additionally, the device exhibited t wave oversensing, and the patient had received two inappropriate shocks. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. The battery was depleted past elective replacement indicator (eri) and end of life (eol), and device replacement was recommended. The device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported. The device remains in service.